Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the technician through functional evaluation and visual inspection. A component failure for heat was not determined. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.